Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided does not contain any allegation of a malfunction of a da vinci system, instrument or accessory. In addition, no previous complaint was reported relating to this event. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the post-surgical complications experienced by the patient. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinc si hysterectomy and bilateral salpingo-oophorectomy procedure.

Event description:
As part of a legal mediation effort on august 21, 2013, intuitive surgical, inc. (Isi) received information including medical records of a patient who underwent a da vinci si hysterectomy and bilateral salpingo-oophorectomy with a pre-operative diagnosis of pelvic pain, ovarian cyst, adenomyotic uterus and a history of endometriosis. According to the patient's operative (op report) dated (B)(6) 2010, there was no allegation that a malfunction of the da vinci si surgical system, instruments or accessories occurred. The patient's vaginal cuff was closed and the surgical area was irrigated and hemostasis was good. The patient tolerated the procedure well and was taken to the recovery room in satisfactory general condition. The patient was discharged home on (B)(6) 2010. On (B)(6) 2010 the patient returned to the hospital's emergency room complaining of fever, pelvic pain and vaginal bleeding. A CT scan performed showed that the patient had a collection of apparent fluid and a somewhat large, but irregular collection behind the bladder in the pelvic region with an apparent thick wall or thickened tissue. The patient was started on antibiotics and on (B)(6) 2010 a CT guided drainage was performed. The patient was discharged home on (B)(6) 2010. Reportedly, during a routine follow-up visit on (B)(6) 2010, the patient complained of vaginal bleeding post coitus. A vaginal examination revealed that the patient had discharge emanating from the apex of the vagina and a 3cm vaginal cuff dehiscence along the midline. On (B)(6) 2010 the patient underwent a debridement and vaginal cuff repair surgical procedure. The procedure was successfully completed and the patient was transferred to the recovery room in satisfactory condition. Based on the patient's medical records, during a post-op visit on (B)(6) 2010, the patient was found to be improving with significantly less discharge. A vaginal examination showed that the cuff was healing well and that the sutures were in place.